Event description:
It was reported that the ventilator generated technical error codes indicating turbine module communication error and power errors. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed technical errors were reproduced during troubleshooting. According to received service report, replacement of the inspiratory channel printed circuit board (pcb) solved the issue. The inspiratory channel printed circuit board is a connector board for the inspiratory section. Inspiratory pressure transducer pcb is mounted onto inspiratory channel pcb. The ambient air temperature and humidity sensor is located on inspiratory channel pcb. The gas temperature is used as input to volume calculations and for supervision of the temperature delivered to the patient. Moreover, inspiratory channel pcb includes connectors for: o2 gas module and turbine module, inspiratory flowmeter, o2 cell, safety valve and o2 evacuation fan. Moreover, during technician's inspection the pressure transducer test failed. This issue was resolved by replacing pressure transducer printed circuit board. The ventilator passed all functional and safety tests and was cleared for clinical use. The pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Our conclusion is that the replaced parts were the cause of the failures. However, the root cause to why the parts failed has not been established as neither the device's log nor the claimed parts were available for further analyze.

Event description:
Manufacturer's ref. #: (B)(4).